Event description:
It was reported that the pt developed an infection after implantation.

Manufacturer narrative:
The pt was discharged from the hospital in 2008, and there have been no further difficulties. The durepair remains implanted and is not available for return. Therefore, an evaluation of the device was not possible. Per the report from the customer, the infection was related to the surgical procedure, not the product. Reviews of the mfg and sterilization records showed no anomalies. According to the instructions for use, infection is a known complication of dura-related surgery.